Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Previous reports for the shaft becoming stripped resulted in a design review by the depuy warsaw product development engineering in (B)(4) 2008. The design review did not identify a design change to the mating end that would eliminate the spinning of the reamers inside the t-handle or adapter once the reamers have been subjected to usage/hard cortical bone and begin to wear. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reamer shaft stripped in power adaptor and left reamer stuck in femur causing a 45 min. Delay in surgery.